Event description:
It was reported that high svc shock impedance was observed. Svc coil was turned off and dual lead is working as single coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.